Manufacturer narrative:
The customer¿s complaint that the primary tubing separated and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the primary tubing separated at the lower junction of the drip chamber when infusing tpn and leaked. There was no patient harm.

Event description:
The customer reported that the primary tubing separated at the lower junction of the drip chamber when infusing tpn and leaked. There was no patient harm.